Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease flat, white particles in the surface of the shell and crystalline in the gel. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported left side capsular contracture, baker grade IV. Healthcare professional confirmed left side capsular contracture, baker grade IV. Device has been explanted.

Event description:
Healthcare professional confirmed left side capsular contracture, baker grade IV. Device has been explanted.